Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) on the vision side cart (vsc). The fse also noted that he had found and confirmed two bad endoscopes with the site, and they had been taken out of circulation. The system was tested and verified as ready for use. Isi has not received the endoscope(s) involved with the alleged issue to perform failure analysis. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller was analyzed and logs were able to confirm several 45312 errors and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the in-house system where the system functioned as expected. Then the in-house system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors were triggered related to the original complaint.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer reported that the endoscope image had flipped image. In addition, error 45312 occurred on endoscope controller (ec). The procedure was completed with no reported injury.